Event description:
It was reported the patient¿s symptoms started to return and they felt no stimulation about three weeks prior. The implantable neurostimulator (ins) was not communicating with the patient programmer. The patient went to the doctor¿s office two days prior and they could not communicate with the ins either. It was noted the patient had an appointment on (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v833270, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).